Manufacturer narrative:
The actual device was not available; however, a schema of the sample was provided for evaluation. The visual inspection of the provided schema did not identify any specified issue on the set. A potential cause for the event was determined to be re-use of the single use bag. It was reported that the bag was in use for 12 hours. Leakage from the drain bag can occur when the bag is filled and emptied several times. Per the instructions for use provided with this device, the prismaflex sets and all the provided accessories within the sets, including the drain bags, are single use products. Once the drain bag is filled, it should be discarded and not re-used. The prismaflex control unit operator's manual indicates to ¿change fluid bags when the appropriate caution alarm occurs (pbp bag empty, replacement bag empty, dialysate bag empty or effluent bag full)¿. The prismaflex control unit warns the operator when the effluent bag is full and it is specified in the on-screen instruction delivered by the prismaflex control unit that the drain bag should be disconnected and changed for a new bag. The reported condition was verified. The cause of the condition could not be determined for this event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). Prismaflex st100 set ckt has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex st100, an external leak was observed on the drain bag between the bag and the stopcock. It was reported that the bag had been used for 12 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.